Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30247860m number, and no internal action related to the complaint was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male (weighing (B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure a pericardial effusion was diagnosed via a transthoracic echocardiogram. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call and was then transferred to intensive care unit (ICU) for observation. No intracardiac echo was used during the procedure. On 10/22/2019, biosense webster inc. (Bwi) received additional information indicating the adverse event was discovered during of bwi products during pacing at end of procedure. Ablation had been performed prior to noticing the cardiac tamponade. The physician¿s opinion on the cause of this adverse event is that it is procedure related. The patient had fully recovered. It is unknown if extended hospitalization was required. Transseptal puncture performed was performed using the sjm brk needle (ref # (B)(4)). There was no evidence of steam pop during the procedure. The irrigation settings were low flow- 2 ml/min, high flow 17 ml/min and 30 ml/min as per instructions for use (IFU) for this device. There were error messages observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, vector, visitag. The visitag module was used with the following parameters for stability: 3 mm, 3 sec, fot25% 3 gr, 3 mm tag size, with respiration adjustment and impedance drop as coloring option.